Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. There is no indication that a malfunction of the srm device occurred; the cause of the post-operative complication is unknown. Complaints will continue to be reviewed and monitored for trends. A supplemental MDR will be submitted if additional information is received.

Event description:
It was reported after the completion of a transcarotid artery revascularization (tcar) procedure, the patient experienced left sided weakness. The patient was brought back to the operating room where the stent was explanted, and a thrombectomy and carotid endarterectomy (cea) were performed. Post-operatively, the patient was unable to move his left side. The patient could move the right side and stick his tongue out.